Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with blood and contrast media present in the balloon and along the length of the shaft. Visual examination identified the hypotube shaft broken 886mm from the distal end of the spiral strain relief. The hypotube shaft was also kinked along its length. The midshaft and core wire were bent proximal to the rapid exchange (rx) bond. The balloon appeared to have not been fully deflated. No damage was noted to the proximal bond or balloon that would have prevented the balloon from deflating completely. The device could not be inflated or deflated due to the break in the shaft. All blades were fully bonded to the balloon. No further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft fracture occurred. The 90% stenosed lesion was located in a moderately tortuous superficial femoral artery (sfa). The physician performed inflation with the 4.0mmx 1.5cm flextome cutting balloon. Upon withdrawal of the device through a non-bsc introducer sheath, the device became stuck. The sheath and the flextome cutting balloon were removed from the patient as a unit. Outside the patient, the physician attempted to remove the device from the sheath however; the hypotube of the device detached. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a shaft fracture occurred. The 90% stenosed lesion was located in a moderately tortuous superficial femoral artery (sfa). The physician performed inflation with the 4.0mmx 1.5cm flextome cutting balloon. Upon withdrawal of the device through a non-bsc introducer sheath, the device became stuck. The sheath and the flextome cutting balloon were removed from the patient as a unit. Outside the patient, the physician attempted to remove the device from the sheath however; the hypotube of the device detached. The procedure was not completed due to this event. No patient complications were reported and the patient's status is good.